Event description:
It was reported the patient had an implant procedure that day. A few hours later the patient presented in clinic with the implantable cardiac monitor slightly sticking out of the pocket. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was completed. No device problem found.